Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patients ipg had reached its end of service. Surgical intervention was undertaken where the ipg was explanted and replaced. Therapy was restored post-op.